Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer blood glucose level was 500 mg/dl and 30 mg/dl at the time of incident. The customer stated the other blood glucose was 600 mg/dl. The customer was treated with insulin pump for high blood glucose and treated with food for low blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.